Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had a damaged cap. The following was translated from japanese to english: this report is about a damaged cap. When checking the product before use, the orange cap of the syringe was damaged.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had a damaged cap. The following was translated from japanese to english: this report is about a damaged cap. When checking the product before use, the orange cap of the syringe was damaged.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.